Event description:
The physician used a cook endoscopy fusion zilver biliary stent sys to place a stent high in the hepatic duct. After the stent was deployed in the hepatic duct, an attempt to remove the introduction sys was made. The physician commented that the tip of the introduction sys was not visible enough, and as a result the tip of the introduction sys caught on the stent. The stet was pulled into the common bile duct. The stent remains in the pt's common bile duct. The physician attempted to regain wire guide access in the hepatic duct but was not successful. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The lot # of this prod is either w2173483 or w2233187. The exp date is either 1/25/2009 or 6/14/2009. The MFR date is either 1/25/2006 or 6/14/2006. Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. One sealed device from each of the two possible lot#s was evaluated. During our lab analysis, each device was advanced through a duodenoscope that is in a simulated biliary position. The duodenoscope has an accessory channel that is 2.8mm in diameter (model # olympus jf-1t). After advancement through the endoscope, the stents were deployed. There was no difficulty encountered when deploying the stents. The tip of the introducer did not catch on the stents while removing the introduction sys. The introduction sys tips were measured and found to be within our mfg specification. A discrepancy or anomaly that could have contributed to the reported observation of introduction sys removal difficulty was not observed during our analysis. The possible lot #s of the affected device were used to review the device history records. After a review of the device history records for the possible lots, we can advise that no discrepancies or anomalies were noted. We were unable to conduct a sample test from these lots because all devices had been previously distributed. Conclusions: we were unable to conduct a full investigation because the used device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the add'l info indicated a biliary dilation was not completed prior to the stent deployment. The instructions for use for this prod line advise the user that dilation of the structured area may be performed to ease deployment in narrowed strictures. This activity will aid in smooth stent deployment. No performing a biliary dilation could have contributed to this observation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record for the possible lot #s confirmed that these lots met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. Customer qa will continue to monitor for complaint trends.